Event description:
Event description guidant received information that this left ventricular lead dislodged and was noted as fractured during the revision procedure. The lumen was dark and discolored. The lead was explanted and replaced. The replacement lead would not advance and an alternate lead was implanted. Additional information received indicated that the insulation was suspected as damaged and the conductor coils were spiraled and stretched at the proximal third of the lead.